Event description:
The dealer reported that the panel connected, allowed exposure, and captured an image, but the image transfer appeared to be a gray, flat field with no data. Tether cable was replaced and panel exhibited the same problem. It is possible that the image wa retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4). The service engineer replaced the a/d pc board and the flat cables. He performed calibration and self tests. All functions were checked and met specs. Manufacturer (B)(4).